Manufacturer narrative:
(B)(4). The lot was manufactured from october 29, 2013 to october 30, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the reservoir of a large volume intermate. This was noted after compounding with vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.